Event description:
Info received indicated fluid ingress was found in the mattress.

Manufacturer narrative:
The hill-rom technician found a worn ticking with stains inside the mattress. The hill-rom technician installed a revitalization kit to resolve the issue.